Event description:
The customer reported that during the procedure, the eye went soft and the pt experienced a "choroidal" (detachment). Additional info has been requested.

Manufacturer narrative:
The co service representative examined the system and found that it met specifications. He was not able to duplicate the reported problem. After testing, a preventive maintenance service was performed on the system. This report mailed in to FDA on: 07/19/2007.